Event description:
It is reported that the patient was revised due to fracture of the stem housing in the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.